Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the jaws of a wire tensioner could not go onto the wide, and the tensioner could not be removed from the wire; therefore, the wire had to be cut. Incident occurred during a illizarov frame case with instruments inside the patient, the surgeon was not able to proceed with the case as the tensioner was defunct. There was a delay greater than 30 min. It was also reported a potential frame instability and a higher risk of infection. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device does not confirm any obvious damage to the device. The device exhibits signs of normal wear and use. A functional testing of the returned device confirms that the device would not rotate and will get seized up while tensioning the wire. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device exhibits signs of extensive wear/usage. This device is a reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.